Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined main printed computer board assembly (pcba). The root cause of the reported issue is undetermined. Low voltage through resistors on the main pcba was observed but this issue is currently under further investigation.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed "vent inop" (ventilator inoperable). The customer reported there was no patient involvement associated with this event.